Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient's son reported that the patient passed away on (B)(6) 2017 between 9-9:30am. The patient's death was reported to be cardiac related and the patient was wearing the lifevest. The patient was reported to be alone at the time of passing. The patient's son reported that he found the patient at home, lying on the ground unconscious while the lifevest was alarming. The son called for help and responding police officers performed CPR without success. A review of device download data reveals that the patient was treated 13 times between 7:38:19 and 8:50am on (B)(6) 2017. The rhythm at the time of the first treatment was vf. The post-shock rhythm remained vf. Treatments 2-6 were all delivered during vf, but were unable to convert the rhythm from vf. Treatment shock 7, was delivered while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The patient's rhythm returned to vf one minute later and the patient was again treated (shock 8). The post-shock rhythm of treatment shock 8 remained vf. Treatment shock 9 was delivered while the patient was in vf. The post-shock rhythm was again asystole. Less than a minute later the device delivered treatment shock 10, while the patient was in asystole. 30 seconds later the device again detected vf and delivered treatment shock 11 while the patient was in vf. The post-shock rhythm was asystole. The last two treatments (shocks 12, 13) were delivered while the patient was in asystole. CPR artifact contributed to the false detections. Per the flags, treatment shocks 1-12 were all full energy treatments (150-160j), while the final treatment (#13) was only 49j. Review of the flags indicate that the patient's battery had been used to power on the monitor for nearly 38 hours at the time of the final treatment. The remaining battery capacity was low at the time of the final treatment, preventing the monitor from fully charging the high voltage capacitors at the time of the final treatment. There is no evidence that the low energy pulse contributed to the patient death as the patient was already in a non-life-sustaining rhythm (asystole).